Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was explanted and replaced due to pacing not being delivered when required. This issue was caused by lead dislodgement, as the lead was pulled back into the main coronary sinus. The patient did not suffer any symptoms due to these issues. This lead is not expected to be returned. No additional adverse patient effects were reported.